Event description:
The pt was implanted with an extended lead lvad on 2003. In 4/2003, the hosp informed the MFR that on 2003, the pt's lvad system controller inadvertently had become disconnected from the lvad percutaneous driveline while the pt was getting dressed. The lvad percutaneous lead was reconnected to the lvad system controller. The pt remains ongoing on lvad support utilizing the same lvad system controller without further incident while awaiting a heart transplant.